Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.35" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No images or procedure video were provided for review. An instrument log review was performed for the instrument detailed in this complaint, xi®/xi dual/x¿ cadiere forceps (part# 471049 / lot-sequence# n10201117-0292). Per the instrument logs, the instrument was last used on (B)(6) 2021 in a general surgery-diaphragmatic hernia repair. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: "the missing material/damage occurred outside of a surgical procedure. There was no report of fragment failing from the device while used within a patient. The patient has not returned to hospital because of post-surgical complications related to retaining a foreign object. No patient information ca be provided.".

Event description:
Refer to h10/h11 for follow-up information.